Event description:
It was reported that the customer's blood glucose (bg) level subsequently decreased to 50 mg/dl after delivering a bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.